Manufacturer narrative:
This device has not been returned; therefore, technical analysis cannot be conducted. Investigation of the available information determined this device exhibited incorrect categorization of atrial arrhythmias as mv noise. Please see the nature of incident field for more information regarding the specific circumstances of this event.

Event description:
It was reported that this implantable pacemaker alerted for an atrial arrhythmia burden (aab). The presenting electrogram (egm) shows an atrial arrhythmia in progress with minor undersensing. The device previously recorded a signal artifact monitoring (sam) episode due to oversensing of atrial fibrillation/atrial flutter. This resulted in the minute ventilation (mv) feature being automatically disabled. Further review was recommended. At this time, the device remains in service. No adverse patient effects were reported.

Event description:
It was reported that this implantable pacemaker alerted for an atrial arrhythmia burden (aab). The presenting electrogram (egm) shows an atrial arrhythmia in progress with minor undersensing. The device previously recorded a signal artifact monitoring (sam) episode due to oversensing of atrial fibrillation/atrial flutter. This resulted in the minute ventilation (mv) feature being automatically disabled. Further review was recommended. At this time, the device remains in service. No adverse patient effects were reported.